Event description:
It was initially reported that they suspected a catheter tip granuloma, and on (B)(6) 2013, the pump was turned down. A catheter revision was to be performed on (B)(6) 2013. Drugs delivered were compounded baclofen and dilaudid. It was later reported that patient had increased spasticity despite escalating dose. On evening of (B)(6) 2013, a catheter revision was done wherein they tied off the existing catheter and left it in the spine at t8. The surgeon removed the remainder of the catheter and a new catheter was placed at t10. Patient¿s dose was reduced from 530mcg day of baclofen/dilaudid to 100 mcg/day; the new catheter was primed to the tip. Patient was hospitalized due to the event. On (B)(6) 2013, it was reported that the patient¿s dose was increased to 200 mcg/day as patient very spastic and agitated.

Event description:
Additional information received stated that the patient started experiencing withdrawal symptoms on an unreported date. In addition to spasticity patient also had pain. A thoracic magnetic resonance imaging (MRI) was done and on (B)(6) 2013 the patient was diagnosed with a catheter trip granuloma. The hcp with regards to the pump and catheter replacement the new pump catheter was passed with fluoroscopic guidance up to t10. The second catheter was tunneled from the abdominal incision to the back incision. The catheter was connected to the pump. The patient was taken to the recovery room in stable condition. On (B)(6) 2013 the patient presented for a post op appointment and was doing well. Motor examination revealed good strength, spastic, ambulates with rw and the incisions were healing well.

Manufacturer narrative:
Catheter model: 8709sc serial# (B)(4), implanted: 2012 (B)(6), explanted: partially explanted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that an interventional radiologist diagnosed the mass via MRI.